Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump that was operating on battery power shut down during patient infusion. This occurred during patient transport in the cardiac thoracic intensive care unit. It was stated that the "patient coded and had to bring a balloon pump". Patient outcome was not provided. No additional information is available.

Manufacturer narrative:
The customer also reported "battery that moves in battery slot". No additional information is available. Medical device problem code a0413 is to be added. The battery module associated with the complaint was evaluated separately. The user facility reported "battery that moves in battery slot." Damage to the battery latch was observed. Damage to the battery latch could impact proper seating of the module to the rear case on the pump, however it did not affect function during evaluation of the module. The battery latch will be replaced. The event history log review was performed. There were no events recorded on the reported event date, but a few day earlier, the user programmed an infusion of epinephrine in the anesthesia care area. Prior to programming a "battery error! Error: 3" occurred and was confirmed by the user. The user started the infusion, an hour and a half later the power cord was unplugged. At the user powered on the pump and an "improper shutdown!" Message occurred, indicating that all power was lost from the pump. The pump did not power off properly using the on/off key. When a "battery error!" Occurs, the following message is displayed on the pump screen: "battery operation may not be available." A "batt error" warning flashes in a yellow banner at the top of the pump display upon clearing the error. The user is able to program and run the pump, but the pump should not be unplugged due to the lack of battery power. The customer battery module was evaluated separately and the battery error was not reproduced, however the battery cell pack was replaced as a known contributor. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, pump shut down while on battery during infusion was not reproduced. The evaluator successfully loaded and ran an IV set, updated the pump rate, and using the customer power cord and battery module, found the pump to function as intended. The event history log review was performed. There were no events recorded on the reported event date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The customer battery module was evaluated separately and the battery error was not reproduced, however the battery cell pack was replaced. No abnormalities that could cause or contribute to the reported problem were observed. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.